Event description:
It was reported that during implant of the implantable pulse generator (ipg) a lead was disconnected from the device to allow for re positioning. When the lead was re-inserted into the ipg header, the lead could not be anchored due to a grommet setscrew issue. Multiple device wrenches were attempted but were unsuccessful. The physician chose to replaced the device. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.